Event description:
It was reported that a loss of monitoring occurred for three minutes with a b850 monitor during vascular surgery on a patient. The event was noticed immediately and alternate monitoring was available. No serious injury or death reported. No delay of treatment reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.